Manufacturer narrative:
The technician replaced the scale board and the buzzer to repair the bed. He calibrated the scale, zeroed scale and checked scale operation.

Event description:
The account alleged, the bed's pt positioning monitor (ppm) was not making an audible alarm when the pt was moving or trying to get out of bed, however, the bed was sending an alarm signal to nurse's station.